Event description:
This is the second of two reports involving two devices used during the same procedure on the same patient. Refer to mfg. Report # 9611594-2014-00064 for the first report. Kimberly-clark received a report stating, "dr (B)(6) was placing the t-fasteners and 2 of the sutures broke when he was pulling up on them. He needed to use at least 3 t-fasteners. The sutures in the second kit also broke. There was no reported patient injury."

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history records is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).